Event description:
It was reported that pouch broke during lap chole procedure. Another pouch was able to get the gallbladder out. There was no patient consequence.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/7/2022. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Are all components of the torn pouch available to be returned? If no, were they discarded? .